Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient indicated feeling dizzy everyday, but no symptoms were specific to episodes recorded by the device in the days following implant. It appeared that the episodes were loss of electrode contact. The device remains in use. No patient complications have been reported as a result of this event.